Event description:
It was reported that a revision was due to patella luxation.

Manufacturer narrative:
The affected devices were returned and evaluated. The research and development team performed a visual and macroscopic examination. Upon visual examination, the patella component showed deformation of the articulating surface, which may have occurred due to the reported patella luxation. There was cement adhered to the backside pocket of the patella component that did not become dislodged with the application of force. The gii insert showed signs of deformation, scratching, and wear on the articulating surface. This damage was most likely attributed to the presence of third party debris within the joint. The inferior surface of the insert showed signs of deformation and scratching. This damage may indicate that it was riding on top of the tibial baseplate. Additionally, the anterior lock showed minimal rounding of corners, indicating that the insert may have never been fully seated into the tibial tray locking mechanism. The gii tibial baseplate showed signs of scratching and burnishing on the superior surface. The scratching most likely was sustained during removal of the device. The burnishing may have occurred when the insert became disassociated from the baseplate. Adhered cement was observed on the inferior grit-blasted surface of the femoral component, which did not become dislodged with the application of force. The genesis ii knee most likely failed due to disassociation of the insert. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.